Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and headache. It was reported that the patient wanted to order adhesive discs because there were days where she had difficulty maintaining the recharger antenna over the implant. This was reported to have been due to the ins location in the middle of the pelvis close to the butt crease between cheeks. The ins moved about one to two weeks after implant. It was noted that the patient had no managing physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.